Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2010, the customer reported 12-lead ECG v1 signal loss. There was no report of patient impact.